Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("pain at the bottom of the feet"), insomnia ("insomnia"), diabetes mellitus ("endocrine disturbances(diabetes)"), catheter site pain ("catheter was painful"), immune system disorder ("immune system side effects") and pain ("pain") and was found to have acrochordon ("skin tags") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the medical device removal, pain in extremity, insomnia, acrochordon, diabetes mellitus, catheter site pain, immune system disorder and pain outcome was unknown and the vitamin d decreased had resolved. The reporter considered acrochordon, catheter site pain, diabetes mellitus, immune system disorder, insomnia, medical device removal, pain, pain in extremity and vitamin d decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("pain at the bottom of the feet"), insomnia ("insomnia"), diabetes mellitus ("endocrine disturbances(diabetes)") and catheter site pain ("catheter was painful") and was found to have acrochordon ("skin tags") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the medical device removal, pain in extremity, insomnia, acrochordon, diabetes mellitus and catheter site pain outcome was unknown and the vitamin d decreased had resolved. The reporter considered acrochordon, catheter site pain, diabetes mellitus, insomnia, medical device removal, pain in extremity and vitamin d decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: low vitamin d. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("pain at the bottom of the feet"), insomnia ("insomnia"), diabetes mellitus ("endocrine disturbances(diabetes)"), catheter site pain ("catheter was painful"), immune system disorder ("immune system side effects") and pain ("pain ") and was found to have acrochordon ("skin tags") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the medical device removal, pain in extremity, insomnia, acrochordon, diabetes mellitus, catheter site pain, immune system disorder and pain outcome was unknown and the vitamin d decreased had resolved. The reporter considered acrochordon, catheter site pain, diabetes mellitus, immune system disorder, insomnia, medical device removal, pain, pain in extremity and vitamin d decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: pain, immune system disorder. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("pain at the bottom of the feet"), insomnia ("insomnia"), diabetes mellitus ("endocrine disturbances(diabetes)") and catheter site pain ("catheter was painful") and was found to have acrochordon ("skin tags"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the medical device removal, pain in extremity, insomnia, acrochordon, diabetes mellitus and catheter site pain outcome was unknown. The reporter considered acrochordon, catheter site pain, diabetes mellitus, insomnia, medical device removal and pain in extremity to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: acrochordon, diabetes mellitus, pain in extremity, insomnia, catheter site pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.